Event description:
It was reported, that during the farawave 2.0 procedure for paroxysmal atrial fibrillation, when the scrubbed nurse started to prep the farawave catheter as per instruction for use (IFU), the rep noticed white stains on the catheter handle. See attached photos. The local representative confirmed the catheter was used to complete the procedure. No patient complications occurred. The device was disposed of and not expected to be returned.

Manufacturer narrative:
Correction to section b3 date of event. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Four images were reviewed by a boston scientific quality engineer. The pictures confirmed that it was possible to observe the device handler with white dots on it. Even though media inspection confirmed the allegations, the product was not returned for analysis to identify any anomaly with the device.

Event description:
It was reported, that during the pulsed ablation procedure for paroxysmal atrial fibrillation, when the scrubbed nurse started to prep the farawave catheter as per instruction for use (IFU), the rep noticed white stains on the catheter handle. The catheter was used to complete the procedure. No patient complications occurred. The device was disposed of and not expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Four images were reviewed by a boston scientific quality engineer. The pictures confirmed that it was possible to observe the device handler with white dots on it. Even though media inspection confirmed the allegations, the product was not returned for analysis to identify any anomaly with the device.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported, that during the pulsed ablation procedure for paroxysmal atrial fibrillation, when the scrubbed nurse started to prep the farawave catheter as per instruction for use (IFU), the rep noticed white stains on the catheter handle. The catheter was used to complete the procedure. No patient complications occurred. The device was disposed of and not expected to be returned.